Manufacturer narrative:
Additional information. The complaint allegation is confirmed. One unpackaged alleged ar-8730-32pt low profile screw¿, ti, 3.0 mm x 32 mm, cancellous, partially threaded, was received for investigation. Only the head of the screw was received for evaluation. The visual evaluation revealed that the head of the screw was detached from the screw body at the transition with the shaft. The received piece was evaluated under a magnifier, and damage was noted on the hex head geometry. The received screw piece's outside diameter was measured by drawing c3135 at revision 5. Outside diameter ø .162 +.000/-.006 results: ø .159. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device.

Event description:
It was reported that during a mtp surgery the screw head broke off when inserted. The broken head was retrieved out of the patient. The implanted part of the screw remained fixated in the patients bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.